Event description:
The customer reported a fluid leak of approximately 1ml from the blood sampling valve (bsv) of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer reported that the manual mode controls were not matching the automatic mode controls when the leak was observed. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and replaced the blood sampling valve (bsv) and actuator to fix the instrument. The controls were processed and matched between manual and auto mode. The repairs were verified per established service procedures. (B)(4).